Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, via a 7f sheath using a pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. The patient is overweight and the access site tissue track was deep. Reportedly, a cuff miss occurred. Three additional proglide devices were used with the same results. The sutures of two additional proglide devices were successfully preplaced prior to the tavr procedure. The sheath was upsized to 22f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the fifth and sixth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Indications for use. This code is used to address the use of proglide devices and the pre-close technique with a maximum sheath size of 22f. Per the instructions for use- indications: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The pre-close technique was used with a 22f sheath. Per the proglide instructions for use, the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required.